Event description:
Clinic reports that there was a system separation of the venous line of the combi set from a tesio catheter. Pt lost about 150cc of blood but no other ill effects are noted. Sample is available. Questionairre faxed on 1-27-00.